Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported, the site has had multiple lenses exchanged due to inaccurate measurements during intraoperative aberrometry. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).